Event description:
The date of event is not known exactly, however, it was noticrd on x-ray on 3/5/92 and was viewed directly during surgery on 3/12/92. This incident was reported to the manufacturer on 3/19/92. Patient was treated in october of 1992 for an an intertrochanteric fracture of the right hip which was treated with open reduction and insertion of compression screw and a 4-hole plate and four screwsinvalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: yes. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.

Event description:
X-rays on march 5, 1992 show that the two (2) middle screws fixing the plate had broken and the proximal and distal screws had backed out. It should be noted that x-rays taken in november 1991 and january 1992 in follow-up showed that fracture had external callus developing through the fracture had not completely healed and at that time, the hardware was in the same position that it was in when it was inserted. Witnesses at time of surgery were, the dr., crna, ort and r.n.the patient was an 83 year old female. The diagnosis prior to surgery was a delayed union of an intertrochantric fracture with fixation device failure. Medical status before surgery was stable and there was only one patient involved in this incident.date od discovery was 3/5/92. Elasped time from placement of the device to the failure of the device was october 1991 to march 12, 1992. Description of the injury: x-rays taken on march 5, 1992 revealed that two middle screws on the on the 4-hole side plate had broken and the proximal and distal screws had backed out. The location of the injury is the right hip (intertrochanteric fracture)invalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: yes. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.